Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The pump communicated properly with the glucose sensor simulator and the minilink transmitter. No calibration anomaly or sensor anomaly noted during testing. The drive support disk was inspected and no anomaly was noted. The pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 380 mg/dl. The customer experienced symptoms such as vomiting and body convulsions. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer stated that the drive support cap stuck out. The insulin pump will be returned for analysis.